Event description:
It was reported that the patient presented for a routine clinic visit and intermittent noise was observed on the atrial lead. The atrial sensitivity was adjusted and the patient would be monitored.

Manufacturer narrative:
.